Event description:
This lead was implanted on (B)(6) 1996 and capped on (B)(6) 2011 due to an elective replacement. It was noted at explant that they could not measure impedance or thresholds. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).